Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Customer alleged questionable results from two patient samples. The results from one of the patient samples were discrepant: initial total protein urine result was 0 (accompanied by an unspecified data flag), same sample repeated on another integra 800 gave 17.8 mg/dl. Initial result was not reported, the 17.8 mg/dl result was reported. Patient was not affected. Total protein urine reagent lot # was 61870701. The field service representative determined a defective reagent level detection cable was the cause and he repaired the cable. He ran precision and qc for verification. Both levels of qc were acceptable.